Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
It was reported that the retention stitches on a quantity two ar-2324kbcc broke while removing the inserter out of the cannula. The retention stitches broke and were stuck in the inserter. One implant was removed and the second implant remained whole within the patient and the retention sutures were removed. The case was completed by using another swivelock. See source data attached.